Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was damaged. The following information was provided by the initial reporter, translated from portuguese to english: I would like to inform you that a notification was opened with anvisa due to the suspicion of quality deviation, when using the bd 24 ga peripheral venous catheter, it was observed/perceived that it is very long, flexible and in some cases they are easily damaged when the mandrel is removed, in addition to the fitting with the two-way device becoming loose. In cases of premature newborns and children, it makes it easier to lose venous access.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was damaged. The following information was provided by the initial reporter, translated from portuguese to english: I would like to inform you that a notification was opened with anvisa due to the suspicion of quality deviation, when using the bd 24 ga peripheral venous catheter, it was observed/perceived that it is very long, flexible and in some cases they are easily damaged when the mandrel is removed, in addition to the fitting with the two-way device becoming loose. In cases of premature newborns and children, it makes it easier to lose venous access.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.